Event description:
It was reported that during a planned da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the customer encountered a non-recoverable fault. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer power cycled the system and reseated the endoscope. However, the issue persisted. The tse checked the system logs and noted an error related to the endoscope controller (ec) nodes. The customer reported issue was not resolved with troubleshooting. As a result of the customer reported issue, the surgeon elected to aborted the procedure after anesthesia had already been administered and ports were placed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue. The fse replaced the endoscope controller to resolve the issue. The system was then tested and verified as ready for use. Isi has not received the endoscope controller involved with this complaint to perform failure analysis. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope controller (ec) was received for failure analysis. Upon visual inspection, when powered on and the ec unit opened, the dual camera interface board (dcib) did not have a heartbeat which is causing the reported failure. The unit was installed and tested in a golden printed circuit assembly (pca) system where the component functioned as expected. The reported problem was replicated when the system is powering on with non-recoverable fault 319, which means that the node configured to be present did not respond at system start up. As a result of these findings, failure analysis was able to conclude that the dcib was found to be the root cause of the reported failure.